Manufacturer narrative:
The initial reporter's address and phone# were not provided. Product information could not be obtained. It's not possible to determine the manufacture date without the product information.

Event description:
The customer stated he had received readings that differed by over 100mg/dl when comparing his blood glucose between the contour next link 2.4 and a different meter. Specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. Product was not expected to be returned for evaluation. Product was not replaced.